Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid inside the cassette door of their cycler during the end of peritoneal dialysis therapy. The leak was noticed when the patient attempted to end the treatment. It was unknown during which phase of therapy the leak may have started. The cause of the leak was unknown. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. Per the clinic¿s procedure the patient was prescribed prophylactic oral antibiotics keflex 500mg, two times a day for a duration of five days following the event. The patient was advised to discontinue use of their cycler. The patient completed treatment with manual supplies until a new cycler was delivered. The patient has continued with peritoneal dialysis therapy. The cassette used by the patient was no longer available for evaluation.

Manufacturer narrative:
Device evaluation: the cassette sample was returned to the manufacturer for evaluation. During disinfection of the sample, the alleged failure was confirmed. The sample was closely inspected and a deep cut in the film of the cassette was found due to which the cassette leaked. There were no other issues detected with the cassette. As the visual inspection of this event was confirmed at this time, no additional testing of the sample was required. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a cut in the film of the returned sample, thus the complaint has been deemed confirmed. Should additional relevant information become available, a supplemental report will be submitted.